Event description:
It was reported the patient got an infection right after implant. The patient was treated with antibiotics and the wound healed. The infection then "popped up again" on the lower end incision where the implantable neurostimulator (ins) was located. The patient was attempting to recharge with an active infection. The area was not warm, but it was oozing pus. Symptoms of the infection have been occurring for the last couple of days. The patient had not had it checked with her health care provider (hcp). The patient experienced a shocking or jolting sensation at the lead location. The patient was getting sensations when the stimulator wasn't on. The patient's discomfort was coming "from the electrodes." There was no known accident or incident related to the symptoms. The patient had a history of three operations and falling off a roof and breaking her back. It was stated that the device wasn't working for her. The patient had an appointment scheduled with her hcp on (B)(6) 2012. The patient called the "wound place" and they were attempting to get the patient in to look at the infection. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the device was explanted due to an infection and not helping the patient. The patient was noted to require hospitalization due to the event, however no injury and non-serious injury were noted for patient outcome.

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead; product ID 37754, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37744, lot#, serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).